Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure along with rectocele repair on unknown date and the mesh was implanted treat stress urinary incontinence. Within weeks of surgery, the patient experienced a significant worsening of urinary incontinence and extreme and frequent urge to pass urine. At sixth week post-op, the patient was passing urine up to 6 times a night. The patient could not return to previous activity and sport due to the increase in incontinence. About 6 months later, the patient underwent a further surgery as it was thought mesh was obstructing the bladder. The mesh was divided resulting in again a significant worsening of urinary incontinence. Further surgery was performed about 6 months later and another unspecified mesh inserted. This improved the incontinence back to what it was like pre-surgery. Since this time, the patient had ongoing voiding dysfunction, overwhelming urge to pass urine frequently especially overnight even though unable to pass urine at times and countless sleepless nights as a result of this. The patient also experienced ongoing pubic pressure, discomfort and hypersensitivity in this area and internally/vulva. The patient can no longer tolerate sexual intercourse as this exacerbates these symptoms. The patient had multiple investigations over the years and tried many medications without any improvement in symptoms. Over the past 12 months the symptoms have become almost daily. No further information is available.